Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that after taking the spin and after it transferred to the navigation system, the orientation was flipped. They confirmed the patient orientation was correct on the patient. There was no reported delay to the procedure. There was no reported impact to the patient. It was reported that technical services was called for their expertise and input regarding troubleshooting. The issue was unable to be corrected. The cause was not identified and a resolution was not found.